Event description:
It was reported that during a revision surgery the doctor put the lead in the wrong place. After the procedure the patient¿s therapy was painful and she could not turn the device on. The patient stated that it took five years to have the device replaced. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #3004209178-2014-01749 as this reported what happened prior to the revision and it was different system.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# v074430, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. (B)(4).